Event description:
It was reported that a 57 year old male patient with history of morbid obesity (bmi 41), prior smoker, hypertension, coronary artery disease, diabetes mellitus who underwent laparoscopic sleeve gastrectomy. During the procedure, the surgeon noted ¿multiple firings of endo-gia, first 2 green loads, then 3 gold load staples¿ to divide the stomach. No difficulties reported with stapler. Intraoperative endoscopy showed no signs of hiatal hernia and no signs of twisting or bleeding of the gastric staple line. A leak test was negative. The patient was discharged on pod #2. A few days later, patient developed abdominal pain and severe epigastric pain. CT scan revealed a leak at the superior aspect of the sleeve gastrectomy. Patient underwent diagnostic laparoscopy on pod #9 during which an abscess cavity was seen at the superior aspect of the staple line with pus and multiple areas of fibrinous exudate through the upper abdomen. After dissecting the abscess, an area of defect in the upper aspect of the sleeve gastrectomy staple line a little less than a cm in size was observed. Endoscopy performed revealed no leakage. Before closing the case, the surgeon oversewed again the upper aspect of the sleeve staple line with a running absorbable stratafix suture. Another air leak test was performed, which was negative for leakage. Drains were then placed in the right and left lower quadrants. On pod #17, the patient underwent an egd with esophageal stent placement, during which a small pinpoint area of persistent leak was seen. An additional egd was performed on pod #25 during which the surgeon noted no signs of active bleeding or leakage. The surgeon also placed a dobbhoff tube. At 2 months postop, the patient underwent a diagnostic laparoscopy where the surgeon identified a defect at the top of the apex of the gastric sleeve along the lateral curvature, but there was no way to access it without risking injury. Decision was made to perform a gastric bypass below the area of the leak. Intraoperative endoscopy revealed a persistent gastric leak at the proximal margin of the gastric pouch consistent with location of previous leak. Surgeon created a roux-en-y reconstruction of the anatomy, and a jejunojejunostomy was formed. A significant amount of tension was felt on the roux-en, and an anastomosis was created by suturing the posterior wall of the roux-en to the posterior wall of the gastric pouch. An endoscopy revealed a significant amount of air bubbling around the anastomosis. The anastomosis was therefore taken down and performed again. No further leaks were observed, and a #10 jp drain was placed in the left upper quadrant and adjacent to the area of the proximal gastric pouch leak. No further information available at this time.

Manufacturer narrative:
(B)(4). B3: only event year known: 2022. No lot or batch number was provided therefore a device history could not be done.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.